Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken device led to a femur fracture.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed for part # 222.259s, lot # 9242161: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 13.nov.2014, expiry date: 01.nov.2024: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 222.259 / 9312555: manufacturing location: (B)(4), manufacturing date: 28.oct.2014: the ncr has been opened for a cosmetic issue (scratch on surface) identified at final inspection. The 5 plates involved in the issue have been reworked (cleaning, vibratory, electro-polish) and then 100% re-inspected, found conforming and released. The nonconformance is not related to the complaint condition because it was a cosmetic issue, reworked and 100% re-inspected. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with a locking compression (lcp) distal femur plate and unknown number of screws on (B)(6) 2015. Postoperatively on an unknown date patient heard a sound in his/her thigh. X-rays taken on (B)(6) 2015 revealed that the plate and screw are broken. The devices were removed and a nail was inserted. No information about patient status. This report is for one (1) lcp distal femur plate this is report 1 of 2 for complaint (B)(4).